Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2019. The patient removed the sensor before the end of the session due to pain and itching at the insertion site. When she removed the sensor, she noticed pus and bruising at the site. She went to the doctor on (B)(6) 2019 and was prescribed an antibiotic. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.